Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old male patient had impella cp pump inserted in the right femoral for high-risk percutaneous coronary intervention (hrpci). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that hemolysis was noted during impella support. As a result, haptoglobin was administered. No further information was provided.